Manufacturer narrative:
Received: list #423250402, safeset¿ 60" arterial pressure tubing, safeset¿ reservoir and blood sampling port; lot #14351669. The reported complaint of separation was confirmed. During visual inspection, the safeset port was received separated from the 27" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A user facility mandatory medwatch report number mw5175687 was received regarding a safeset¿ 60" arterial pressure tubing, safeset¿ reservoir and blood sampling port. It was reported that the device separated at the blood draw port spontaneously about 20 minutes after the tubing was changed. Noted quickly because patient was being repositioned. Safeset removed and tubing changed over to use the edwards vamp device. There was not any loosen bond, or screw(s) at the connection, nor any cracks noted. There was no harm and no delay in therapy that was critical to the patient. The patient¿s status did not change due to the event.